Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 22-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. 20190972) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced procedural pain ("essure was inserted and was very painful"). In 2010, the patient experienced rotator cuff syndrome ("tendinitis of unknown cause in both shoulders"). In 2011, the patient experienced pain in extremity ("leg pain"). In 2012, the patient experienced abdominal pain (seriousness criterion medically significant). In 2014, the patient experienced polymenorrhoea ("repeated periods (every fortnight)"), hypomenorrhoea ("less heavy periods") and fatigue ("increasingly tired"). In 2015, the patient experienced alopecia ("hair loss") and dry skin ("skin dryness"). In 2017, the patient experienced hypoacusis ("slight hearing loss"). In 2018, the patient experienced diverticulum ("uncomplicated diverticulosis"), poor quality sleep ("sleeping increasingly poorly in spite of the anti-anxiety medication"), hypersensitivity ("allergies intensified") and memory impairment ("memory disorders") and was found to have weight increased ("weight gain of 6 kg"). On (B)(6)2019, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced haemorrhoids ("internal and external haemorrhoids"), unevaluable event ("slight calcification in the gluteal insertion"), depression ("depression") and pain ("incessant pain"). Essure treatment was not changed. At the time of the report, the abdominal pain, rotator cuff syndrome, fatigue, depression and pain had not resolved and the procedural pain, pain in extremity, polymenorrhoea, hypomenorrhoea, alopecia, dry skin, hypoacusis, diverticulum, haemorrhoids, poor quality sleep, unevaluable event, hypersensitivity, memory impairment, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, depression, diverticulum, dry skin, fatigue, haemorrhoids, hypersensitivity, hypoacusis, hypomenorrhoea, memory impairment, ovarian cyst, pain, pain in extremity, polymenorrhoea, poor quality sleep, procedural pain, rotator cuff syndrome, unevaluable event and weight increased to be related to essure. The reporter commented: patient intends to research nickel allergies and then request removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy in 2012: everything was good but the pain continued.; on (B)(6) 2018: uncomplicated diverticulosis. Internal and external haemorrhoids but nothing more.. Ultrasound pelvis on (B)(6) 2014: no ultrasound explanation for cutaneous hyperandrogenism.; on (B)(6) 2017: at the level of the adnexa: on the left, cystic image which could potentially correspond to a functional cyst in the regressive phase dating from the previous cycle.; on (B)(6) 2019: left ovary sited multilocular cyst spread over 54 mm in height, with each formation measuring 26 mm; on (B)(6) 2019: left intra-ovarian unilocular fluid collection measured at 32 mm x 24 mm x 24 mm or a volume calculated at 10 cc: marked reduction in this cyst compared to the (B)(6) 2019 examination. Intrauterine device firmly in place within the endometrial cavity.. Ultrasound scan in 2012: everything was good but the pain continued.. X-ray of pelvis and hip on (B)(6) 2018: a slight calcification in the gluteal insertion with no significant change on the ultrasound for left tendinopathy. The examination was otherwise normal. Quality-safety evaluation of ptc: the ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure (batch no. 20190972) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("essure was inserted and was very painful"). In 2010, the patient experienced rotator cuff syndrome ("tendinitis of unknown cause in both shoulders"). In 2011, the patient experienced pain in extremity ("leg pain"). In 2012, the patient experienced abdominal pain (seriousness criterion medically significant). In 2014, the patient experienced polymenorrhoea ("repeated periods (every fortnight)"), hypomenorrhoea ("less heavy periods") and fatigue ("increasingly tired"). In 2015, the patient experienced alopecia ("hair loss") and dry skin ("skin dryness"). In 2017, the patient experienced hypoacusis ("slight hearing loss"). In 2018, the patient experienced diverticulum ("uncomplicated diverticulosis"), poor quality sleep ("sleeping increasingly poorly in spite of the anti-anxiety medication"), hypersensitivity ("allergies intensified") and memory impairment ("memory disorders") and was found to have weight increased ("weight gain of 6 kg,"). On (B)(6) 2019, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced haemorrhoids ("internal and external haemorrhoids"), unevaluable event ("slight calcification in the gluteal insertion"), depression ("depression") and pain ("incessant pain"). Essure treatment was not changed. At the time of the report, the abdominal pain, rotator cuff syndrome, fatigue, depression and pain had not resolved and the procedural pain, pain in extremity, polymenorrhoea, hypomenorrhoea, alopecia, dry skin, hypoacusis, diverticulum, haemorrhoids, poor quality sleep, unevaluable event, hypersensitivity, memory impairment, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, depression, diverticulum, dry skin, fatigue, haemorrhoids, hypersensitivity, hypoacusis, hypomenorrhoea, memory impairment, ovarian cyst, pain, pain in extremity, polymenorrhoea, poor quality sleep, procedural pain, rotator cuff syndrome, unevaluable event and weight increased to be related to essure. The reporter commented: patient intends to research nickel allergies and then request removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2012: everything was good but the pain continued.; on (B)(6) 2018: uncomplicated diverticulosis. Internal and external haemorrhoids but nothing more. Ultrasound pelvis - on (B)(6) 2014: no ultrasound explanation for cutaneous hyperandrogenism.; on (B)(6) 2017: at the level of the adnexa: on the left, cystic image which could potentially correspond to a functional cyst in the regressive phase dating from the previous cycle.; on (B)(6) 2019: left ovary sited multilocular cyst spread over 54 mm in height, with each formation measuring 26 mm; on (B)(6) 2019: left intra-ovarian unilocular fluid collection measured at 32 mm x 24 mm x 24 mm or a volume calculated at 10 cc: marked reduction in this cyst compared to the (B)(6) 2019 examination. Intrauterine device firmly in place within the endometrial cavity. Ultrasound scan - in 2012: everything was good but the pain continued. X-ray of pelvis and hip - on (B)(6) 2018: a slight calcification in the gluteal insertion with no significant change on the ultrasound for left tendinopathy. The examination was otherwise normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.